Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device received error code 133.6090. There was no patient involvement.

Event description:
It was reported by the customer that the device received error code 133.6090. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the switching power supply due to the errors found in the logs. Unit passed battery conditioning tests. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the switching power supply pcu. A review of the device history record showed the device had a manufacture date of 19nov2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device received error code 133.6090. There was no patient involvement.